Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem; cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the cysto-nephro videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found the distal end plastic cover was chipped, and the objective lens glue was missing. There was no patient involvement.